Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of the medical records for MDR reportability, the medical records indicate the patient was implanted with depuy implants on (B)(6) 2015 and revised on (B)(6) 2016. No primary or revision operative notes were provided. The known depuy implants were found off the attached hospital billing information which indicated depuy implants were placed at primary and revision. Competitor cement was used a primary. Radiology note from (B)(6) 2016 indicated left knee pain. The revision operative note findings/reason for revision is unknown. Analyst reviewed the attached x-rays indicating the primary implants appear to be depuy implants. Doi: (B)(6) 2015. Dor: (B)(6) 2016 (left knee).